Event description:
Low impedance measurements of 150 ohms were noted for this lead. The physician elected to cap this device and implant a competitive lead instead. The lead was discarded by the hospital. Should additional info become available, this event will be updated.